Event description:
The user alleges that when putting in a new tracheostomy tube, they went to inflate the cuff, the red valve stem pushed into the pilot balloon. They had to monitoir the air in the cuff until a replacement could be obtained. No adverse effect to patient.